Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies and resumed insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level.